Event description:
It was reported that following colon surgery, a colorectal anastomosis was performed using a circular stapler. An air leak was detected on the anterior aspect of the anastomosis, corresponding to the area 180 degrees opposite the stapler firing mechanism, during the standard air leak test. Issues were identified after firing, including leaks at the staple line. Reinforcement sutures were placed, but subsequent leak testing remained positive for leakage. As a result of persistent anastomotic leakage, a diverting ileostomy was created and additional surgery was required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 (ime) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the anterior resection, a colorectal anastomosis was performed using a circular stapler. An air leak was detected on the anterior aspect of the anastomosis, corresponding to the area 180 degrees opposite the stapler firing mechanism, during the standard air leak test. Issues were identified after firing the stapler, including leaks at the staple line. Reinforcement sutures were placed, but subsequent leak testing remained positive for leakage. As a result of persistent anastomotic leakage, a diverting ileostomy was created. The protective diverting ostomy would then be closed with an additional surgical procedure.